Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons were unresponsive on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was unable to resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Unit failed leak test. Unit leaked at a crack at the battery tube threads. Unit was received with intermittent buttons, problem isolated to keypad assembly. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.